Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead and associated pacemaker exhibited loss of capture (loc) with greater than 2 seconds of asystole along with high pacing threshold. They presumed that the lead was dislodged however, it was not confirmed. The rv lead was explanted and replaced while the device remains in service. The rv lead will not be returned as it was disposed. No additional adverse patient effects were reported.